Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. F explanted, give date: not applicable, as the lens was inserted and removed. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a vitrectomy was performed on a patient and that a pcb00 20.5 diopter lens was inserted and removed during the same surgical procedure. Reportedly, the surgery was successfully completed with another lens (za9003 19.5 diopter lens). No additional information was provided.